Manufacturer narrative:
H3, h6: updated. The suspect pump was returned for evaluation. Visual inspection was performed and confirmed that there were no anomalies noted related to the complaint. The event history log (ehl) was reviewed, and it was found that an alarm was noted in the ehl. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.

Event description:
It was stated that the pump's dso seal cracked. There was no patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.